Event description:
The company received the patient's explanted device. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.